Manufacturer narrative:
(B)(4). A2: dob sometime in 1963. D10: cat: 00625006540, lot: 67084881, bone scr 6.5x40 self-tap. Cat: 30203605, lot: 66843093, g7 vit e frdm const lnr 36mm e. Cat: 802403604, lot: 3198367, zb 12/14 cocr frdm 36mm x +3. Cat: 110010264, lot: 67325470, g7 osseoti multihole 52mm e. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post-implantation, a study patient underwent a hip revision due to wound dehiscence. The wound initially presented as draining and the patient was prescribed antibiotic for seven days. A wound dehiscence subsequently developed and the patient was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.